Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 314 (mg/dl). Customer administered an insulin injection to treat their bg level. System check with tandem technical support indicated pump was performing as intended. During system check, customer remembered that they forgot to make adjustments to their basal insulin rate settings as instructed by their health care provider. Tandem technical support assisted the customer with adjusting the required settings.